Manufacturer narrative:
Sc-1160 ((B)(4)) device evaluation indicated that the ipg passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.